Event description:
Per hospital staff, one of the prongs on the hospital ac power supply was bent. No adverse impact to patient reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that hospital ac power supply s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found missing feet on power supply brick, damage to the side of the brick, and the green connector is damaged. No visible damage was found to the prongs of the ac connector. Hospital ac power supply failed functional testing due to damage found to the component. Damage did not affect the functionality of the power supply. No additional testing was required for this issue. The customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported of bent prongs on the hospital ac power supply was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the supply brick and the green connector are unrelated to this complaint and would not affect the functionality of the power supply. No evidence of a device malfunction was found and component functioned as designed. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, one of the prongs on the hospital ac power supply was bent. No adverse impact to patient reported.